Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: severe orthostatic hypotension following left atrial appendage occlusion. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "severe orthostatic hypotension following left atrial appendage occlusion", was reviewed. The article presented a case study of a 70-year-old male patient with a history of paroxysmal atrial fibrillation, hypertension, benign prostatic hyperplasia, gastroesophageal reflex disease with esophagitis, type 2 diabetes mellitus with peripheral neuropathy, hyperlipidemia, uncomplicated presenile dementia, and prior deep venous thrombosis. On an unknown date an 18mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage closure (laac). The device was implanted. Four hours post-procedure the patient developed orthostatic hypotension (oh). The patient was admitted and midodrine was initiated. Despite aggressive administration of isotonic intravenous fluids, oh persisted through postoperative day 3, leading to escalation of midodrine and initiation of fludrocortisone. Among the patient¿s home medications, finasteride, metoprolol succinate, donepezil, and memantine were withheld and trazodone dosage decreased. During this time the patient had an episode of paroxysmal atrial fibrillation with rapid ventricular response, for which amiodarone and digoxin were initiated. By postoperative day 4, oh started to improve, though symptoms persisted. Fludrocortisone dosage was increased and fluid administration continued. A computed tomography (CT) scan confirmed stable device positioning. On postoperative day 6 the patient had only mild, asymptomatic oh. The patient was discharged. Throughout 2-month follow-up the patient's blood pressures remained stable. [The primary and corresponding author was christopher kopreski, medical college of georgia, augusta university/university of georgia medical partnership, athens, ga 30602, USA, with corresponding e-mail: ckopreski@augusta.edu.]